Event description:
It was reported that x-ray imaging taken approximately two weeks post-implant procedure revealed the device had undeployed and moved. The patient underwent an explant procedure, and it was revealed that the implant was broken. The patient is doing well post-operatively and all pieces of the broken implant were removed. Additional information was received that at the time of explant, a new device was placed.

Manufacturer narrative:
Exact date unknown, event occurred approximately the second week of april.

Event description:
It was reported that x-ray imaging taken approximately two weeks post-implant procedure revealed the device had unemployed and moved. The patient underwent an explant procedure, and it was revealed that the implant was broken. The patient is doing well post-operatively and all pieces of the broken implant were removed.